Event description:
An endurant ii stent graft was implanted during the endovascular treatment of a aaa. It was reported that during the index procedure, when implanting the stent graft, it was difficult to open at first. After it was positioned inside the patient, the crown would not open at all. The physician managed to open the crown by manipulating the mechanism with force. Deployment of the stent graft was harder than usual as the suprarenal stents where deployed without the back-end-wheel. The back-end-wheel moved up and down upon rotation when trying to release the suprarenal stent. The spindle was not able to be recaptured before removing the device from the patient. When removing the delivery system, the femoral artery was ruptured. End to end anastomosis was done as intervention. It was confirmed that the delivery system was inspected before use and appeared normal. Per the physician the cause of the deployment issue was the mechanism of the device wasn't working. No additional clinical sequalae were provided and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary the delivery system returned disassembled. The backend thumb wheel components were detached. The thumb wheel screw gear was broken at the distal end. The rear grip was broken at the end of the external slider screw gear components. The taper tip hypotube had detached from the backend t-tube. The graft cover tip was damaged. The backend t-tube was removed and inspected for the presence of glue under uv light. There was no glue evident in the portholes or in the t-tube. The back end of the taper tip hypotube was fracture with approximately 2.3-inch of grit blasted section detached. The detached section was not present in the t-tube. The length of taper tip hypotube was measured at 40.60-inch; specification is 42.78 ¿ 42.98-inch confirming the grit blasted section had detached. The detached section was not returned therefore it cannot be determined if glue was present on the hypotube. The middle member was inspected under uv light with no glue observed in the glue port. The reported deployment /expansion issue was confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.